Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: at the beginning of the case, a doctor attempted to insert the balloon trocar into patient but a clear plastic piece was broken and the balloon was unable to inflate.